Manufacturer narrative:
Concomitant medical products: w1dr01 ipg; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that the pacing lead "didn't work". The lead was explanted. No patient complications have been reported as a result of this event.